Manufacturer narrative:
A4, a5, and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted into the right femoral artery in a 43-year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). The impella was inserted for ventricular support during a percutaneous coronary intervention (pci) of the left main (lm) artery, left anterior descending (lad) artery, and left circumflex artery. A right inguinal hernia was later reported by a principal investigator (pi) with a causal relationship to the impella. The post-procedure outcome is survival at explant. The impella cp will be coded for soft tissue injury and serious injury.

Manufacturer narrative:
Updated information: b5 narrative updated as additional information for thrombotic acute myocardial infarction and explant were captured in follow up #1, but the narrative had not been updated. This event was initially processed and reported in the legacy complaint management system under MFR report #1220648-2024-15234, where both the initial and first supplemental MDR submissions were completed. The investigation had been completed in MFR report #1220648-2024-15234 follow up #1. Following migration to our new complaint management system, an additional initial MDR, under MFR report number 1220648-2026-01285, was submitted. However, this submission was not required, as the initial MDR had already been reported and no new information was available to report at the time. A subsequent follow up MDR under 1220648-2026-01285 was submitted, which contains updated complaint details. This should be considered follow up #2 for MFR report 1220648-2024-15234. An additional follow up MDR will be filed upon completion of additional investigation.

Event description:
Updated clinical narrative: an impella cp device was inserted into the right femoral artery in a 43-year-old male patient presenting with acute myocardial infarction (ami) and cardiogenic shock (cgs). The impella was inserted for ventricular support during a protected percutaneous coronary intervention (pci) of the left main (lm) artery, left anterior descending (lad) artery, and left circumflex artery. It was reported that the patient had suspected thrombotic ami, on prolonged support, and a plan to explant the device. The impella was successfully weaned the same day. The post-procedure outcome is survival at explant. The impella functioned at p-9 at 2.9l/min as intended. Thrombus (thrombosis) can occur due to inadequate anticoagulation, and is an adverse event associated with impella's mechanical support. A right inguinal hernia was later determined by a principal investigator (pi) to have a causal relationship to the impella.

Manufacturer narrative:
The investigation is still ongoing.

Manufacturer narrative:
Updated information: h6 removed f12 and added f1903 in report number 1220648-2026-01285, follow up #1. The investigation for the thrombosis has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.